Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Attempts have been made to obtain additional information, at this time additional information was not received. (B)(4).

Event description:
A technician reported a patient with transient light sensitivity syndrome in both eyes, two weeks following lasik treatment. The patient reported increased light sensitivity in both eyes. The patient's topical steroid drops were increased. In a follow-up with the technician, she indicated the patient was seen on (B)(6) 2014 and the symptoms had resolved. There are two medical device reports associated with this event. This report is for the left eye.